Event description:
The nurse reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 450 mg/dl at the time of admission. It was reported the customer experienced a mild heart attack which also caused the customer to have diabetic ketoacidosis. The customer did not have any symptoms of high blood glucose. It was also reported the customer had liver disease and was feeling extremely tired. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.